Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during pre-test, the cuff was not remaining inflated. No patient involved.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One product was received in used condition with the original packaging opened. Under visual inspection the cuff was slightly inflated. The cuff failed to stay fully inflated and failed the deflation phase during functional testing. The complaint was confirmed. The suspected root cause was attributed to production personnel not following the method, during manufacturing. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.